Event description:
Same case as: 2134265-2014-02782. It was reported that a rotawire fracture occurred. A rotawire floppy gold and a rotablator burr were used to treat the target lesion located in the right coronary artery. During the procedure, it was noted that the burr fractured the rotawire approximately 75mm from the distal tip. The proximal portion of the wire was manually pulled out and the distal tip was unable to be removed. A veriflex stent was deployed over the wire tip. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).